Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an open reduction and internal fixation of three ribs following a traumatic injury. During recovery, the patient sustained additional trauma (kick to his ribs) and developed an infection. The infection was localized, however because two of the three plated ribs had healed and the patient was considered non-compliant, the surgeon made the decision to remove all plates and screws. No additional patient consequences were reported.

Manufacturer narrative:
The reported event is considered confirmed as a revision was performed. No product was returned therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.